Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During a cardiology exam, the z6ms transducer experienced a connection error. The patient was sedated at the time and the exam was not completed. There was no patient impact and the transducer was replaced.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The defective transducer was returned for failure analysis. Image dropout was found during system testing; however, the reported error message was not reproduced. The cause of the image quality problem was manufacturing issue with the coaxial cables. The cable assembly design change with new strain relief has been released via eco# 705619 and 706446 (cable assembly s/n cut: (B)(6). This has been implemented at susko factory in (B)(6) 2020. Reference# (B)(4).